Manufacturer narrative:
This report is submitted on november 13, 2019.

Event description:
Per the clinic, the patient experienced a post-operative infection resulting in the device being explanted on an unknown date. It is unknown if the patient has been re-implanted with another device.